Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without product return for evaluation and/or clinically relevant supporting documentation, a thorough medical investigation could not be performed. Reportedly two ankle screws, which were implanted approximately 12-13 years ago, fractured sometime between 1-3 years post implantation when ¿he attempted to lift 225 lbs¿. No further information was provided and it is unknown if any medical intervention was performed. The root cause and the patient impact beyond the reported fractured screws could not be determined. Should medical documentation become available, the clinical/medical assessment may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include excessive use or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that around 12-13 years ago patient had a firearm accident that shattered his ankle. A s&n product was implanted to rebuild his ankle. Upon full recovery, he attempted to lift 225 lbs, thus, breaking two screws in the process. The screws broke around 10-12 years ago.